Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller states she tested 6.3 inr on the coaguchek xs system and 4.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that the strips are no longer available, so no product will be returned for evaluation.